Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel. This noise was sensed by the device, and resulted in pacing inhibition. No symptoms were reported, as the patient was lying down during the occurrence, awaiting a surgical procedure. A guidant technical services (ts) consultant discussed the likelihood of a loose setscrew as the source for the clinical observation.